Event description:
It was reported that the doctor stated that the device is not stimulating. There was no patient impact.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: 8253001, mainframe 8253001 nim response 3.0 1, serial number: (B)(4), lot: 208127682, manufactured: march 11, 2014, k083124, etn. (B)(4). Product evaluation: service and repair inspected the patient interface; replaced blown fuses and worn wave washers due to cable clip loose. The item was tested and passed all manufacturing specifications. Service and repair examined the mainframe, (B)(4), and could not duplicate customer¿s issue. As a precautionary measure, placed unit in burn-in for 24 hours attempting to observe any heat related failure. Unit never failed. The unit was tested and passed all manufacturing specifications.